Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 375 mg/dl and 120 mg/dl. On a different day he received results of 280 mg/dl and 111 mg/dl within 10 minutes. And on a different day results of 390 mg/dl and 120 mg/dl within 10 minutes. Readings occurred with the same vial of test strips. No adverse event reported. Return of the suspect device was requested for evaluation.